Event description:
Report rec'd with explanted device questioning a clogged pump filter due to intrathecal administration of vancomycin through the pump for treatment of meningitis. Follow-up letter will be sent to the physician for further info on the meningitis episode.

Manufacturer narrative:
8/25/1998: h6 - primary finding of device analysis revealed a clogged pump tube. White chunks were located in the cap slit assembly, with a hard residue (most likely drug) clogging the slits. No flow was possible due to the presence of the white foreign matter in the device.